Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs could not confirm that the reported complaint of the purge cassette not being detected but confirmed that purge disc could not be detected through multiple issuances of the alarm. The console was was visually inspected to reveal a missing purge flag. The root cause for the purge disc not detected alarm was a missing purge flag.

Event description:
The user facility reported a 51-year-old male patient of unknown ethnicity was implanted with an impella 5.5 as a bridge to transplant. On day 4 of the support, the purge cassette was changed per usual and when the new purge cassette was placed the automated impella controller (aic) failed to recognize. The aic was swapped out with a backup console. No patient harm was reported.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.